Event description:
It was reported that during a nephrectomy, the device cut but staples were malformed and fell into the pt. The staples were removed and case completed with another device. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.